Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had shocking in their leg and foot due to a sudden change in therapy or symptoms on (B)(6) 2016. There were no falls or trauma that could be related to the issue and the issue was not related to positional movements. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.